Manufacturer narrative:
Biomedical engineer was contacted for additional details. Device was discarded by hosp and not available for eval by zimmer osp. On 7/30/07 biomed followed-up with zimmer and stated investigation at hosp revealed practitioner/tech issue caused event. Drain was sutured through by practitioner/tech. Instruction insert states not to suture through or cut drain. Medwatch is being submitted to the FDA in accordance with the FDA alternative reporting agreement for events of this nature.